Manufacturer narrative:
Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2001.

Event description:
It was reported there were chronically high right atrial (ra) lead thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.